Manufacturer narrative:
Results of investigation: vyaire medical was not able to duplicate the customer¿s reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 190 hours of extended tests at the customer¿s settings. The ventilator also passed the initial final test and initial alarm volume tests with no abnormalities found.

Event description:
It was reported to vyaire medical that while a on patient, the I:e time went up to 2.9:1 while set at 1:2.1. There was no harm to the patient, the patient was manually ventilated with no issues.